Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. Date of event: best estimated dates are (B)(6) 2020 to (B)(6) 2021. Lot #: lot number is unknown as it was not provided. Expiration date: expiration date is unknown as lot number was not provided. UDI #: a complete unique identifier (UDI) number unknown as product lot number was not provided. A partial number has been provided. Reporter phone: (B)(6). Manufacturer date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. Device evaluation: product was not available for further evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing records review: the lot number was not reported and cannot be obtained. Therefore, complaint history review cannot be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed. It was also noted that the main problem for the suction loss during laser firing was due to patient wearing mask and/or unexpected movement of patient.